Manufacturer narrative:
(B)(4). Date of initial report: 02/27/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although no sample was returned in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that they were unable to detect the temperature of the tip prior to use during device set up and testing. Patient involvement? No. Patient injury? No.